Manufacturer narrative:
Initial

Event description:
It was reported that the patient awoke to find the ilet device with a cracked touchscreen sustained during sleep, rendering the screen unusable; the device component implicated was the touchscreen, and the described device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.